Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-02861. It was reported the patient's leads had migrated which was confirmed by x-rays. As a result, the leads were explanted and replaced on (B)(6) 2016. The issue was resolved.